Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During testing after first use at the user facility, it was reported the device guide stop split and disassembled from the device, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
During testing after first use at the user facility, it was reported the device guide stop split and disassembled from the device, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.